Event description:
Customer alleges she went to restroom and back to bed. When she went to get back in bed while transferring, the chair moved, since the brake did not work causing a fall.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. The provider alleges the brake is working properly. Should the device or further information become available, a follow-up report will then be submitted.